Event description:
The customer reported the x-ray tube required replacement. No pt injury was reported.

Manufacturer narrative:
The customer stated the x-ray tube was replaced. No add'l info was provided.